Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol modified kugel. (B)(6) 2011: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the modified kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two modified kugel patch (device #1 - left, device #2 - right). Per operative notes, ¿on the left, the patient had a large direct inguinal hernia. The hernia sac was reduced back down into the abdominal cavity. A barred modified kugel patch (device #1) was placed in the pre-peritoneal space. The onlay piece was then placed down onto the inguinal floor, and sutured inferior medially to the conjoined tendon, and the pubic tubercle, and laterally to the inguinal ligament. On the right side, the patient had a larger direct hernia which was repaired as same as left side, using modified kugel patch (device #2).¿ (B)(6) 2010 - patient had ilioinguinal nerve block. (B)(6) 2011 - patient was diagnosed with bilateral ilioinguinal neuropathy and bilateral groin pain thereby underwent open repair. Per operative notes, ¿on right side, the ilioinguinal nerve was coming out of the external inguinal ring and entrapped in scar tissue was dissected. The previously placed mesh (device #2) was directly beneath the external oblique aponeurosis and nerve entrapped in scarring underneath the mesh was dissected. On left groin side, the nerve was trapped in scar tissue were divided and suture ligated. There were a large vein in space beneath the external oblique aponeurosis were adherent to the mesh (device #1).¿ attorney alleged that the patient had nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged that the patient had constant extensive groin pain after the first surgery and it was very hard for him to bend over and per surgery dated (B)(6) 2011 "the previous mesh was directly beneath the external oblique aponeurosis and the nerve was entrapped in some scarring underneath the mesh." During surgery, patient had very large veins adhered to the mesh and he began to bleed profusely.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 month post implant of modified kugel patch, patient was diagnosed with nerve damage, pain, adhesion and scar tissue thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. This supplemental emdr represents the modified kugel patch (device #1). An additional emdr was submitted to represent the modified kugel patch (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol modified kugel. On (B)(6) 2011: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the modified kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."